Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during an implant procedure. After fixing the suture sleeve and positioning the right atrial lead, unspecified lead insulation damage was observed. The physician suspected that this was due to a coating malfunction. The lead was explanted and replaced. No adverse patient consequences were reported.